Event description:
A kalix flat foot implant has been implanted in 2002. On 3 months postop x-rays (dated 2003), it can be seen that the two metallic components of the implant are completely dismantled. A revision surgery was performed (30 days later), in order to remove the implant. The surgeon replaced the dismantled kalix by another kalix one size bigger.